Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation.

Event description:
Rp 011231 - the dentist reported that 20 days after dental implant was installed in intraoral region 3#, its non-osseointegration was observed. In addition, , 60ncm of primary stability was achieved, immediate load and immediate implant were performed, patient presented bone type ii and bone graft was executed.